Event description:
The fire fighter claims the device shocked the user. The fire fighter was preparing to set the clock. While sitting, the user was lifting the unit from its pouch and dropped it on the user's arm. The fire fighter heard a "pop", felt a tingling in the user's left arm and experienced rapid palpitation. The device was not powered at the time and did not have cables attached. The user filled out a fdny member injury report and saw a doctor. The incident was witnessed by another fire fighter. The device was not being used for pt treatment when this accident happened.